Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The event log was reviewed and the only lines that would indicate an abrupt power off were right before the undefined events which indicate the last actions performed on the pump. These lines are 461 to 464. This is from pulling the event log. The event log did not contain an abrupt power off during a running infusion. The event log is attached to the complaint file. The event log did not contain an abrupt power off during an infusion. The pump was returned without a battery. A new battery was put into the pump, and an 100 ml infusion was started on the pump. The pump ran the infusion until completion without an abrupt power off taking place. The reported issue is not confirmed. The pump meets passing criteria.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/22/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.